Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device displayed incoherent information regarding the mode switch data. The last device interrogation was in (B)(6) 2018. The mode switch episodes recorded in the device memories are dated (B)(6) 2018 and (B)(6) 2021, however the statistics show 35.6% (388d 08h) of mode switch. In addition, it is displayed that the average ventricular rate during mode switch was 288 bpm.

Manufacturer narrative:
Preliminary analysis revealed that the device memories were not reset at the previous follow-up, leading to full memory. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, the device displayed incoherent information regarding the mode switch data. The last device interrogation was in june 2018. The mode switch episodes recorded in the device memories are dated 13 june 2018 and 25 may 2021, however the statistics show 35.6% (388d 08h) of mode switch. In addition, it is displayed that the average ventricular rate during mode switch was 288 bpm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device displayed incoherent information regarding the mode switch data. The last device interrogation was in (B)(6) 2018. The mode switch episodes recorded in the device memories are dated (B)(6) 2018 and (B)(6) 2021, however the statistics show 35.6% (388d 08h) of mode switch. In addition, it is displayed that the average ventricular rate during mode switch was 288 bpm.